Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
It was reported that insulin "squirt" out when attempted to prime. Customer was not able to exit "preparing to prime" loop. Customer reported that there was no numbers on display screen or beeps. Insulin pump would be replaced.

Manufacturer narrative:
The insulin pump was received with cracked end cap. Unable to perform prime/a33 test due to physical damage to the end cap however, the insulin pump passed displacement test. The insulin pump has minor scratched lcd window, cracked case at display window corners, cracked battery tube threads, cracked belt clip slot and cracked reservoir tube lip.